Event description:
Medwatch report number (B)(4). During the hospital's set up of the precision flow humidification unit with only the air input line attached to the unit, the display panel indicated a 100% oxygen reading. The unit functioned as designed by activating an audible alarm and illuminating the general fault icon on the display panel. A vapotherm investigation found the internal air and oxygen sensors were crossed wired. If both the air and oxygen input lines had been attached to the unit, the unit would have performed as designed. A different sensor is used when the two gases are being supplied together. The cross wiring issue has been conveyed to the device supplier and the vapotherm receiving test acceptance criteria has been changed to detect any sensor cross wiring. The unit was manufactured in 2008.